Manufacturer narrative:
Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The in-stent restenosed target lesion of the previously implanted non-bsc stent was located in a non-calcified vessel. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was selected to dilate the target lesion. However, upon first inflation at 13 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.